Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 06/2020). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that seven months and twenty-two days post a stent placement in the left leg for thrombosis on the mid and distal superficial femoral artery, the subject allegedly had an adverse event of critical ischemia of left leg and device deficiency of intrastent restenosis. It was further reported that the adverse event relationship was possibly related to the study device and not related to study procedure. Reportedly, the subject underwent target lesion re-intervention in the left leg for in-stent restenosis and drug coated balloon catheter was used for re-intervention with initial stenosis of ninety percent and final residual stenosis of zero percent. Evidently, the re-intervention was successful, and the current status of the patient is unknown.

Event description:
It was reported through the results of the clinical trial that approximately seven months and twenty-two days later post stent placement on the left leg for thrombosis on the mid and distal superficial femoral artery, the subject had an adverse event of critical ischemia of left leg and device deficiency of intrastent restenosis. It was further reported that the adverse event relationship was possibly related to the study device and not related to study procedure. Reportedly, the subject underwent target lesion re-intervention on the left leg instent restenosis and drug coated balloon was used for re-intervention with initial stenosis of ninety percent and final residual stenosis of zero percent. Furthermore, the re-intervention was successful and the current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent remains implanted. X-ray images were not provided for evaluation. The evaluation of the material available is subject to the retrospective assessment as part of post-market clinical follow-up (pmcf) activities. No irregular stent placement during index procedure and no deficiency of the placed stent, such as deformation or fracture was reported. Based on the information available the reported restenosis could not be verified. The investigation needed to be closed with inconclusive result. Based on the evaluated information, no clear root cause for the reported event could be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instructions for use, e.g. Ischemia complications, restenosis, thrombosis, vessel occlusion. Holding and handling of the system for regular deployment was found sufficiently described. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.